Event description:
The pt reported she rec'd an e4 (occlusion) error message on her insulin infusion device. To troubleshoot, the pt was instructed to disconnect from her infusion headset and try to bolus. She rec'd an e4 message. The pt was then instructed to detach the tubing from her infusion device and bolus which went through without error. The pt attached a new tubing, primed it and reconnected to her headset with no errors rec'd. The pt stated the infusion set had been in used for 2 days when she rec'd the occlusion message. She said she has noticed she now has to change her infusion set every 2 days or her blood glucose readings elevate. She stated her readings have elevated to 179-307 mg/dl with her normal range being less than 150 mg/dl. She said she has no symptoms and she corrects her readings by bolusing insulin. She said she has a lot of scar tissue as she has had 2 surgeries. She stated she has to try several places until she finds a good area to insert her headset. A complimentary guide to infusion site mgmt was sent to the pt. The pt did not require assistance from a healthcare professional or second party to address the issue. Prod was requested to be returned for eval.